Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. A customer reported unspecified scan results on the adc device in comparison to unspecified readings from an adc meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced trembling and was able to self-treat by drinking prune juice. A family member also gave sugar to the customer as treatment. There was no report of death or permanent impairment associated with this event. Reportedly, a scan result of 100 mg/dl on the adc device compared to a glucose reading of 56 mg/dl obtained on an adc meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 7 days. However, it is unknown when these readings were obtained in relation to the reported medical event.